Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was 700 mg/dl. A manual insulin injection was administered to address bg level. Customer changed cartridge and infusion set to resolve the issue.